Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The impedance was steady at approximately 530 ohms through (B)(4) 2015, then begins to vary and rises to greater than 2200 ohms between (B)(4) 2015. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising, ventricular capture management weekly trend data showed threshold stable at approximately 0.625 v through (B)(4) 2015, then begins to rise to 2 v between (B)(4) 2015.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, following valve surgery, the right ventricular (rv) lead exhibited rising to high thresholds, rising to high impedance and ventricular oversensing. The device memory electrogram indicated short periods of noise and many ventricular high rate episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.